Manufacturer narrative:
The insulin pump had an intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case on the display window corners, display window, cracked end cap, cracked battery tube threads, minor scratches on lcd window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump are difficult to press and they have to press them hard to get a response. She also reported that the insulin pump has a crack on the casing. Mother stated that the issue has been happening for about a year. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.